Event description:
It was reported that the face plate fell into the patient. A backup device was available to complete the procedure with no major delay or patient injuries. It is unknown if plate was removed from patient as no information has been received from reporter.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the electrodes have been detached with jagged edges on the top. Also, discoloration on the adhesive and scratch marks on the exposed shaft and black shrink tube near the tip. No manufacturing abnormalities visually observed with the returned device. The wand was connected and registered an e-7 error. The error was by-passed and the wand was activated in saline solution at the default and max settings on the controller and plasma was created on the remaining electrodes. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula "trougth" an user error. Other factors could include: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue.